Event description:
It was reported that during allograft processing the gears were chipping away while cranking the motor. Ratchet throws your hand forward as the gears ship off. The ratchet handle getting stuck but could perform up and down but not properly. There was no damage to the graft, and no additional graft was needed. Upon evaluation the cutter failed the cut test. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No further follow up is indicated. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair records identified the following related finding for each cutter: tech found that the cutter did not pass the sample mesh test. The cutter was returned to the customer and the customer was notified as zimmer biomet does not provide repairs for the cutter component. A definitive root cause cannot be determined. The events are confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.